Event description:
It was reported via repair work order that the head right and left siderails were stuck in the lowest position due to corroded timing links. It was further reported that the bed had no power as the power cord inlet filter was broken with broken fuses. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.